Event description:
It was reported that the device was used during bilaterial pelvic lymphoidectomy, radical cystectomy, appendectomy, colon conduit. The device worked for the first two firing and the third firing, the staples fell out. A second device was opened and the procedure was completed without consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components; the left shroud pinion axle support and one short rack teeth were found broken. No functional test could be performed due to the condition of the device. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.